Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 30may2019. A gas delivery system (gds) was returned to the failure investigation (fi) lab for evaluation. The external visual inspection of this customer returned gds system revealed no signs of damage or contamination. An investigation was performed and the customer returned gds was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b)(5) 2018. Date of this report: 10jan2019. The manufacturer's field service engineer (fse) was unable to duplicate the reported issue. The manufacturer¿s field service engineer (fse) replaced the (gas delivery system) gds to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the o2 supply line was alarming constantly. Reportedly, there was a loose inspiratory port. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.